Event description:
The reporter indicated the surgeon was inserting a cc4204a collamer aspheric single piece lens and the lens was being scratched. The lens remains implanted and there is no impact to the patient's visual acuity.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), scratch, mark on. (B)(4). Lens remains implanted.